Event description:
It was reported that there was a sudden increase in thresholds. The lead was abandonded/capped. There were no patient complications reported as a result of this event. It was further reported that there was failure to sense, and poor sensing during defibrillation threshold testing. It was noted that this was due to patient physiology.

Event description:
It was reported that there was a sudden increase in thresholds. The lead was capped. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.